Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in was disconnected at the hub. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 381433; batch no: 0303363. It was reported (2) IV catheters came disconnected at the hub of the device--the hub separated from the catheter.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in was disconnected at the hub. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 381433, batch no: 0303363. It was reported (2) IV catheters came disconnected at the hub of the device--the hub separated from the catheter.